Event description:
(B)(6) 2013 - ((B)(4)/enlaso/hcp): it was reported the pump changed positions, protruded through the patient¿s skin, and caused pain. The reporter indicated the patient had difficulty finding a provider to refill the pump. The pump was delivering dilaudid. The health care provider (hcp) titrated the patient's pump down, as the patient was traveling out of state and was having difficulty finding a hcp to manage, refill or troubleshoot the pump by checking volumes. It was believed the patient had approximately ten days left of medication in the pump.

Manufacturer narrative:
Concomitant products: product ID 8583, lot # n336199, implanted: (B)(6) 2012, product type accessory; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).